Manufacturer narrative:
Technician found that the right siderail will not stay up. Isolated the problem to missing latch pin and spring. Replaced the latch pin and spring to resolve this issue.

Event description:
The right siderail will not stay up. No injury alleged.